Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. Customer stated the belt clip broke and the insulin pump fell off. Customer stated there was a scratch on the screen. Troubleshooting was done. Customer's blood glucose was 342 mg/dl. Customer treated high blood glucose manually. Customer stated she can still see the screen. Customer will monitor the insulin pump. No further information provided.